Event description:
It was reported that a malfunction occurred on the pump, identified by a software error code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so. The issue did not recur after the reset, and the customer was informed to continue using the pump and to contact support if the malfunction code appears again.